Event description:
The customer reported a false negative hcg result on one patient compared to a positive serum result. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested reagent and patient sample be returned for further investigation. The customer stated that they have been discarded. The lot number provided is invalid and therefore no further investigation is possible. The customer is operational. The cause of this event is unknown.